Event description:
Prytime is filing this report in an abundance of caution due to the presence of an introducer sheath, which may have contributed to the development of a pseudoaneurysm and hematoma at the insertion site. It was confirmed that the user facility utilized the OEM introducer sheath supplied in prytime's convenience kit. On (B)(6) 2023, prytime was notified of this case. The case involved a patient that was presented with a crush injury leaving the left lower extremity (lle) partially amputated and a right lower extremity (rle) crushed. On arrival, there were 2 tourniquets to the lle and 1 to the rle. The team began resuscitation with plans to intubate. Emergent intubation had to be done due to the patient's nausea/vomiting. The surgeon was concerned about the patient's bp response. The patient then developed brisk arterial bleeding from the lle, and there was concern for coding. Ed proceeded with intubating the patient. A reboa catheter was placed in zone 3 with no issues noted. The patient's sbp above the balloon was 150 and below the balloon was 60-70. The patient tolerated intubation well and went to operating room. After the procedure was completed and the catheter was removed, an angiogram was performed and identified a pseudoaneurysm and hematoma at the insertion site. Follow up with the surgeon, indicated surgical intervention was required and a stent was placed to the area. Per the reporting surgeon, the reboa made it safer to take the tourniquets down, and it was "nice to have it there to have control.". Upon investigation of this incident, the presence of the introducer sheath within the bloodstream could not be ruled out as a potential contributor. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. There was no reported or alleged failure of the kit components, the kit, or its labeling; nor a reported or alleged failure or deficiency of the prytime catheter or its labeling.